Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and low reservoir alarm. The customer's blood glucose reading was 47 mg/dl. The customer stated that a representative was assisting him with his pup, and he received too much insulin and passed out. The customer was treated with glucose tablets and cereal. The customer will be sent replacement infusion sets.